Manufacturer narrative:
The insulin pump passed all funcitonal testing, but was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The insulin pump was also received with a cracked case near lcd window corner, cracked lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and a stained end cap sticker.

Event description:
It was reported that the customer received a motor error on the insulin pump during a bolus. Customer's blood glucose was 327 mg/dl. The insulin pump also reportedly lost its settings and reset itself. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer was using the sensor feature on the insulin pump. She was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer stated he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.